Manufacturer narrative:
To address the issue, the service engineer replaced the graphical user interface (gui) communication flex cable. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
At the time of the event the display was flickering.

Event description:
It was reported that an 840 ventilator had a display problem. The ventilator was not on the patient at the time of the event. During evaluation was found that the gui to bd cable was defective. Cable will be replaced.